Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump errors 63 and 81. The customer reported hyperglycemia, with no consequences or impact on the customer treated with an insulin pump (subcutaneous insulin infusion), and no treatment. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved products mmt-1884l, mmt-332a, mmt-243a, and mmt-7040a. The customer reported high bgs. The customer reported receiving a pump error. The customer was able to clear the error and complete the fill cannula delivery test. The error table indicated that the pump requires replacement. No further patient complications were reported. Mmt-1884l was requested, and the customer response was that the device would be returned. No product return is required for mmt-332a. No product return is required for mmt-243a. No product return is required for mmt-7040a.

Manufacturer narrative:
Unit passed the self-test. The history was download successfully utilized thus software. Pump error 63 alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2024 13:48:34:000 pm with variable (15). Pump error 63 alarm due to software issue. Unit confirmed pump error 82 motor power request time out alarm on (B)(6) 2024 16:27:34:000 due to software error. Unit received with no moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads and fading serial number label. Pump error 63 alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2023 pm with variable 15 due to software issues. Unit confirmed pump error 82 alarm due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.